Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text : device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the brake was defective.

Manufacturer narrative:
The valve was retuned in a returnkit and in an unknown fluid. The valve was at pressure level 7 cmh2o set. A visual inspection was performed and a scratch was identified but no other damage was observed. A penetration test is performed to show if the valve is clogged. This test is at a hydrostatic pressure difference of about 20-30 cmh2o in the flow direction. The test has shown that the valve is permeable. The valve tries to step up and down all pressure levels in 5-step increments to adjust. The investigation has shown that the valve is easy in all pressure step ranges, to measure the brake release force, we have the valve with a brake force meter checked. Housing must be exercised to release the rotor to the valve, to be adjusted by the magnet integrated in the device. The brake function could be proven positive. The measured values of braking power, however, were slightly outside tolerance. It should have more force when expended to release the rotor. There was no issue found. The problem encountered is one of the known, unchangeable risks hc therapy with shunt implants. No further actions are required.